Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accutni result generated by the unicel dxi 800 access immunoassay system. A patient sample gave an accutni result of 0.53 ng/ml and a result of 0.01 ng/ml. The result of 0.01 was reported outside of the laboratory. The sample was then re-centrifuged and re-tested upon which it gave a result of 0.01 ng/ml. Customer obtained elevated results for several other patients but they were within the risk stratification range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample was centrifuged at 3000g for 10 minutes. Qc is run twice daily and is currently within specifications. Service was not dispatched for this event. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.